Event description:
It was reported the patient returned to the hospital complaining of pain following placement of an angio-seal device one month prior. The reported diagnosis was claudication. A duplex ultrasound and femoral angiogram revealed an occluded right common femoral artery. The decision was made to surgically remove the device components and reconstruct the artery. The common femoral artery was dissected revealing a heavy inflammatory reaction. Acute thrombus was present in the superficial femoral artery. Visualization of the proximal common femoral artery revealed a stenosis. A thrombectomy was performed, followed by an endarterectomy in the common femoral artery to remove the thickened area at the closure site, extending down to the superficial femoral artery and the proximal profunda. There was excellent pulse through the artery. A patch angioplasty was then performed and pressure was used on the patch site with hemostasis achieved. The wound was then sutured closed. The patient tolerated the procedure well and was taken to the recovery room in stable condition.